Event description:
Reporter initially noted system ceased to function during a surgical procedure, which led to collapse and capsular fracture. Additional information received noted irrigation failure during cataract extraction. Anterior chamber flattened, and there was no response from footswitch. Posterior capsule rupture occurred when patient made a large head movement (unrelated to system performance). Patient developed post-op infection and required hospitalization for six days for secondary surgical intervention: vitrectomy. Outcome reported as good. Felt infection was due to lack of system maintenance.